Manufacturer narrative:
The device reported, used in treatment, was not returned for evaluation. The relationship between the product and reported incident cannot be established. A review of manufacturing records for the reported lot number 2038628 found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. No further investigation or additional actions are required at this time. Review of the product IFU found adequate warnings and precautions to prevent damage to the device during use. Clinical evaluation was completed and concluded that without the requested clinical information a thorough medical investigation cannot be rendered. Should any additional clinical information be provided this complaint will be re-evaluated. A visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include, but are not limited to: health and the patient's compliance to post-op instructions, types of food consumed, certain medicines and/or bleeding disorders that are known to reduce the body¿s ability to clot. No containment or corrective actions are recommended at this time. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that, during an amygdalectomy in which an evac 70 xtra icw wand had been used, the patient was infused after losing half a liter of blood. The surgeon coagulated twice the site with bipolar wands from a competitor brand. The patient was then sent to the recovery room, where bleeding re-started. The patient was coagulated with bipolar wands from a competitor brand, again, to stop haemorrhage; however, as this was a life-threatening emergency, the patient was airlifted by helicopter to the paediatric service of lyon hospital for embolisation a priori. The patient is not bleeding anymore and is recovering. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.